Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) was confirmed. As received, the monitor failed incoming testing as it displayed service code 105 and code 204. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q17 on the defibrillator pca. The root cause for the shorted igtbs could not be positively identified. No adverse event resulted from the shorted igbts.

Event description:
A us distributor returned a monitor indicating that it failed pulse testing.